Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The company iii (d) cartridge was not returned. Only an empty company iii (d) 10-count carton for the reported lot # 32731700 was returned. Cartridge product history records were reviewed and documentation indicated the product met release criteria. The associated iol model and viscoelastic were not provided. A company handpiece was indicated which is qualified with specific iol and viscoelastic combinations. The root cause for the reported complaint could not be determined. The complaint company iii (d) cartridge sample was not returned. It is unknown if qualified associated products were used. Per the handpiece dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), there was foreign material confirmed on the lens. The foreign material was removed and the procedure was completed. There was no reported patient impact. Additional information was requested.